Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head lens is dark in appearance. The issue occurred during a therapeutic nasal endoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head lens is dark in appearance. The issue occurred during a therapeutic nasal endoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d8, h2, h3, h4, h6 and h10. Corrected field: e4. The device was returned to olympus for inspection and the reported failure of dark blurry image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test at cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.